Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient alleges personal injuries. Additional information received in patient medical records indicate elevated metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 4 mdrs filed for this event (reference 1825034-2013-01942, 01942-1, 02157 and 02158 ). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent left m2a hip arthroplasty on (B)(6), 2009. Subsequently, patient alleges personal injuries. Additional information received in patient medical records indicate elevated metal ion levels. It is unknown whether a revision procedure has occurred. Additional information received from patient's legal counsel reports patient alleges negative and detrimental effects to the tissues, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.